Event description:
Boston scientific received information that the right ventricular (rv) lead has exhibited an increase in shocking lead impedance measurements over the last year. Boston scientific technical services (ts) was consulted and suggested performing isometrics, however it was decided to wait until the patient's next follow-up visit for any further testing. Six months later the remote home monitoring system issued an alert for a high out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No adverse patient effects were reported.

Event description:
The field representative contacted the clinic and obtained additional information that the patient was scheduled for a revision procedure. Prior to the revision procedure, a device interrogation revealed increased threshold measurements for the rv lead, however no noise was seen. Subsequently the rv lead was explanted and a new lead was successfully implanted. During the revision procedure a call was placed to boston scientific technical services (ts) as they were unable to turn tachycardia mode to monitor plus therapy. Troubleshooting resolved this issue and tachycardia therapy was able to be successfully turned on in the device, loss of telemetry was suspected. No additional adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was also noted that no issue were found with rf telemetry during analysis.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over four years later for an unrelated issue documented in report 2124215-2016-10210. The crt-d was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.